Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for each reported lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot #: 6480830 (left) ; manufacturing date: 06/03/2011, expiration date: 06/30/2016. Lot #: 6465361 (right) ; manufacturing date: 04/18/2011, expiration date: 04/30/2016. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 300cc mentor memorygel breast implant and experienced postoperative capsular contracture (unknown side, unknown grade). It is not known which side the patient is experiencing the capsular contracture. Serial number of the device is either (B)(4) (right) or (B)(4) (left), depending on which side is affected. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Very little information was provided for this complaint. However, follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.